Manufacturer narrative:
The tech isolated the issue to the CPR/trend valve. He replaced the CPR/trend valve tube to repair the bed.

Event description:
Info received indicates the emergency trend function is not working.